Manufacturer narrative:
Pump alarmed button error due to flattened button dome switches (the arrows). Unable to verify off no power alarm or occlusion test due to unresponsive buttons.

Event description:
The customer reported via phone call that the insulin pump had an off/no power alert without a low battery alert occurring first. Blood glucose level at the time of the incident was not provided, but customer reported that it was high. The customer was advised that the battery cap would be replaced. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.